Event description:
While not in therapeutic use the v60 touchscreen is not working.

Manufacturer narrative:
A philips remote service engineer (rse) reported that the customer had requested the part number for a replacement touchscreen, as it was reported that the touchscreen had failed. The rse provided the part number for a replacement touchscreen and user interface (ui) pcb. The customer reported that the touchscreen was replaced to resolve the issue. The device was returned to service.